Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to dial in remote smart service. A field service engineer found station would not allow remote access. Reinstalled rss component and rss version 4.12, but the station still did not permit remote access. Worked with customer to diagnose; no issues were observed with rss. Customer suggested changing network speed to half duplex, which restored communication successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user stated that remote smart services displayed a timeout error when attempted to remote in, with the session timing out after 10 minutes. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.